Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4) lot number unknown. Not implanted or explanted devise broke intraoperatively. Device is not expected to be returned for manufacturer review/investigation. (B)(4). Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a procedure, while the surgeon was attempting to implant a 4.0mm cannulated screw into the distal tibia, the screw appeared to unravel from the threads and broke. Upon removing the screw, the surgeon noted that the threads appeared to "unravel" and the screw was broken and bent. A brief delay was reported while the surgeon retrieved the broken implant and fragments. An additional x-ray was required to confirm fragments were retrieved. The procedure was completed successfully. This complaint involves one (1) device: 4.0mm cannulated screw and 1 part data. This report is 1 of 1 for (B)(4).